Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the set screw in the ratchet handle was not in the proper placement which allowed the gear to come off. The bottom roll, shoulder bolts, side plates, washer, comb and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during decontamination after surgery that the handle came off and was taken apart by MDR staff and when the MDR staff tried to put it back together they jammed the handle; handle was seized and would not move. There was no harm orinjury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.